Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The device was evaluated and no failure or malfunction was identified that could have caused or contributed to the reported issue. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter. The initial evaluation confirmed the reported condition but the evaluation has not yet been completed. Upon completion of baxter's investigation, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had a high drain alarm 102 on the homechoice (hc) after use. A high drain alarm message indicates that a patient may have experienced an increased intra-peritoneal volume (iipv). The hp did not experience any symptoms of being overfilled. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.